Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (battery not holding a charge) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of the evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient's son contacted zoll customer support to report that the patient's battery pack is displaying a full charge on the battery charger, but is alarming to change the battery when placed in the monitor. The patient was issued a replacement battery pack.